Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Date of device breakage is not known. The 510k: this report is for an unknown plate. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported an unknown plate and screws were implanted in the left leg of a (B)(6) pound canine for treatment of an unknown degenerative disease on unknown date. On (B)(6) 2017, it was identified that the plate had broken between the third and fourth holes. Surgeon confirms device was not intended to be weight bearing and believes non-compliance was the primary cause of breakage. There is currently no plan to remove the broken hardware or revise to an alternate device. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).